Event description:
On 4/5/94, pt presented for outpatient chemotherapy via device. Rn was unable to obtain blood return when accessing port. Physicians examined device and chest x-ray. Decision was made to remove and replace the port. Pt was taken to surgery where fluoroscopy indicated catheter segment was in the heart. Old port removed and only 2-3 inches of catheter were attached. Replacement was implanted. Pt was transferred to another facility for cardiac catheter procedure and removal of remaining catheter (approx 6").